Manufacturer narrative:
During testing no button error alarm was noted however buttons had intermittent response due to moisture damage on keypad trace. The insulin pump was received with scratched liquid crystal display window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Event description:
Customer reported the keypad on the insulin pump was not responding. Customer's blood glucose was 124 mg/dl. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.